Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that her husband had passed. The pt's son-in-law was performing CPR until the ems arrived and pronounced the pt had passed. Clinical investigation confirmed the pt passed from a non-shockable rhythm. During servicing of the pt's electrode belt, a reportable problem was discovered. The belt failed the pulse lead hi-pot and insulation resistance tests. The defective belt did not cause or contribute to the pt's death.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (pulse lead hi-pot and insulation resistance tests failures / patient death) has been investigated. Upon evaluation, there were open pulse wires in the trunk cable. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the trunk cable during CPR activities. Clinical investigation concludes that the device properly detected asystole and bradycardia. No treatment sequence was initiated for asystole or bradycardia, as these are considered non-shockable rhythms. While monitoring the pt's rhythm, no sustained ventricular tachyarrhythmias were detected. The lifevest did not cause or contribute to the pt's death.